Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent right eye phacoemulsification with intraocular lens implantation under direct microscope vision. During the lens implantation, it was discovered that the lens loop was adhered to the optical part and could not unfold naturally. The lens had to be forcibly separated and successfully implanted after separation, resulting in no harm to the patient. No additional information was provided.